Event description:
On (B)(6 )2013, the reporter contacted lifescan USA, alleging inaccurate results compared to another meter with unknown readings. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.